Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: on investigation, the display was noted to be dim and faded and the battery compartment was found to be cracked below the bumper pad.

Event description:
The pump was returned for investigation. Investigation revealed dim/faded display, damaged battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.